Event description:
On (B)(6) 2014, pt reports fever, chills ongoing and intermittent. Blood cultures drawn and pt given vancomycin gm 1. Received notification about bacterial contamination for fmcna naturallyte liquid bicarbonate concentrate pt reports using affected lot number 14amlb004 and this is the only lot number he has in his supply.